Event description:
A malfunction alarm, specifically cartridge alarm 20, was reported by the customer to have occurred during the load process in the week of (B)(6) 2025. The customer's blood glucose level did not exceed 500 mg/dl and was within an acceptable range. The customer faced difficulties accessing pump history around this time, but with the assistance of technical support, they managed to review the pump history on (B)(6) 2025. Although the current pump was out of warranty and the caller was not interested in an out-of-warranty loaner pump, technical support arranged to replace the pump, and the customer began using manual daily insulin injections to ensure uninterrupted insulin delivery.